Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt was experiencing pain. Pt thought medicine was not dispensing and this started around (B)(6) 2010. The pump used to hold morphine sulfate and now contained dilaudid, dosage and concentration were unk. No alarms were reported.